Event description:
It was reported that the neurologist observed high impedance on the patient¿s device with an impedance value of 5882 ohms. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient called and stated that their previous device was at eos and it was believed that the lead had a microfracture. The generator underwent product analysis and various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The lead underwent product analysis and the report of a lead fracture was not verified within the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision surgery, where their lead and generator were replaced. The explanted lead and generator were received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Explant date, corrected data: supplemental report #1 inadvertently did not list the device explant date.